Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) stenting procedure, the stent moved on the balloon. The lesion was located in the right coronary artery. The physician first deployed a 3.5 x 12mm liberte and a 3.5 x 32mm liberte stent, overlapping them. Then the physician attempted to advance another 3.5x12mm liberte stent to the lesion, but encountered difficulty advancing the stent inside the guide catheter. Before the stent was deployed, it was observed on angiography that the stent had moved on the balloon. While the stent was still in the guide catheter the physician inflated the balloon to 1 atm and removed the stent and delivery system as one unit. There were no patient complications. The procedure was completed with another 3.5x12mm liberte stent. Patient status is reported as "stable".